Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. While setting up for a procedure, the trained operator used the remote hand controller to move the imaging pallet. The operator reported that the imaging pallet continued to move towards the gantry after the command from the hand controller was released. The operator used the commands on the touchscreen to complete the patient scan. Based on additional information from (B)(4), it has been determined that this record is a reportable event. A field safety notice (fsn) has been released to customers indicating that an issue has been found with the hand controller for the brightview family of cameras. The issue results in either spontaneous uncommanded (not initiated by the operator) motions or continued motion after the buttons were released.

Manufacturer narrative:
The customer reported a partial failure of the remote hand controller (hc) during set up of a thyroid scan on the brightview xct. The operator was using the hc to move the imaging pallet in towards the gantry when the imaging pallet continued to move after they released the buttons from the hc. The operator used the touchscreen hc to complete the scan. The operator contacted the local philips help desk to request service. A philips field service engineer (fse) was dispatched to the site to evaluate the system. Prior to the fse¿s arrival, the customer checked the connections to the skytouch and tested the hc. The operator informed the fse there was no light-emitting diode (led) on the hc. The fse evaluated the system and stated there was a contact issue between the radio frequency controller base and the batteries were not fully charged. The fse was not able to reproduce the issue that the operator experienced during setup. The philips fse confirmed there was no harm to a patient. Since there were no parts returned from the field or log files provided, a probable cause of the issue could not be determined by engineering. However, based upon the troubleshooting services and statements of the fse, the probable cause was determined that the issue occurred due to failure of the hc. The system is operational. A field safety notice (fsn) 88200521 was released to customers on 05-jun-2019 indicating that an issue had been found with the hand controller for the brightview family of cameras. The issue results in either spontaneous uncommanded (not initiated by the operator) motions or continued motion after the buttons were released. Further actions will be taken to resolve the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.